Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose. Troubleshooting was performed. The customer stated that the infusion set was changed, and one hour later she was feeling sick, vomiting, and had chest pain. The customer stated that her blood glucose was 555mg/dl by the time the paramedics arrived. Once she got to the hospital they did a venous check and her blood glucose reading was 505mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime and the insulin did exit. The customer mentioned that she did not get insulin because the cannula was bent, and the insulin pump did not alarm. Advised the customer to call back when the tubing clamp arrives to complete testing. No further information was provided.